Manufacturer narrative:
Coles, sara a., et al. (2025). Use of a stylet driven lead with a flexible neck for left bundle branch area pacing: a single center experience. Journal of cardiovascular electrophysiology, 2025; 1-10. Https://doi.org/10.1111/jce.16586.

Event description:
It was reported per article of interest literature review that the authors describe their center's early experience with off-label use of stylet driven 7842 lead (boston scientific, marlborough, ma) for left bundle branch area pacing (lbbap) and provide a comparison between this lead and the lumenless 3830 lead (medtronic, mounds view, mn). They retrospectively reviewed records of patients who underwent attempted lbbap implantation between (B)(6) 2020 and (B)(6) 2023 with the 7842 in order to capture their comprehensive experience, including the first case at their institution. For the nested comparison, they selected patients who underwent attempted lbbap implantation with a single or dual chamber pacemaker with a 7842 or 3830 pacing lead. A total of 447 patients underwent attempted implant of a conduction system pacing device within the duke university health system, and of those, 265 patients underwent attempted lbbap using the 7842 lead. Table 2 shows 7842 lead dislodgement occurred in nine patients, loss of capture in two patients, helix fracture in one patient, infection in three patients, pneumothorax in two patients, pericardial effusion in one patient, and cardiac perforation in one patient. Four dislodgements were noted on post-operative day one (pod 1) chest x-ray, one occurred within one week post-implant, and three occurred within six months post-implant. Three of the four dislodgements noted after pod 1 were in the setting of suboptimal lead slack. Elevated thresholds resulting in loss of capture (with stable sensing and impedance) requiring lead revision occurred in two patients. Loss of capture was confirmed in one patient at day 14 post-implant, and one at day 503 post-implant (in the setting of insufficient helix extension). One helix fracture occurred in a patient with a failed lbbap implant. In this instance, the helix became entrapped in a fibrotic septum during deployment attempts. Numerous counterclockwise over rotations were performed and this resulted in weakness and fracture of the proximal aspect of the helix. Of the 238 successful 7842 implants, 222 had adequate quality imaging for assessment of helix extension. Full helix extension was observed in 174 leads, partial extension was observed in 47 leads, and incomplete helix extension was observed in 1 lead. One reported loss of capture and one reported macro-dislodgement occurred in a single patient with two distinct lbbap implants over a year apart. No additional adverse patient effects were reported.